Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the clinical specialist, a leak at the hub of the balloon port was detected on the delivery system during preparation.

Manufacturer narrative:
This event was previously reported by edwards lifesciences under manufacturer report # 2015691-2017-01544. Additional information obtained through clarified that there was not a true leak at the balloon hub but actually the device was unable to be de-aired during preparation. Based on the updated event details, this complaint is no longer considered to be a reportable event and a corrected supplemental report is being submitted.